Event description:
The customer reported obtaining multiple suppressed and erroneously low results for three (3) patient samples, over three consecutive days, involving the unicel dxc 600i synchron access clinical system. This report references the event which occurred on (B)(6) 2013; please refer to medwatch report #2050012-2013-00642 and #2050012-2013-00644 for the reports of the events which occurred on the other two days. The customer reported obtaining a suppressed, out of instrument range low (oir lo), result for urea nitrogen (bun), and an erroneously low total bilirubin (tbil) result with an out of reportable range low (orr lo) flag for one patient sample. The customer reported the low tbil result of 0.0 mg/dl out of the laboratory. The customer stated that subsequent repeat of the patient samples on an alternate dxc instrument produced higher results which were considered correct and the customer immediately amended the results. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013 for this event. The fse discovered that the cartridge chemistry (cc) sample mixer bearing was not fully in place and proceeded to reseat the bearing and performed alignments. The fse then ran performance verification tests (pvt) for carryover and precision which passed except for the wash station. The fse replaced the cuvette wiper and repeated the pvt tests and all results passed. The fse also performed reagent probe alignments to reagent carousel. Failure mode for this event is unknown; the fse performed multiple service tasks and replaced multiple hardware components which could contribute to the issue. The fse was informed of a similar event which occurred while the fse was at the customer's site; please refer to medwatch report 2050012-2013-00644 for the report of the event which occurred on (B)(6) 2013. All related medwatch reports associated with this event: 2050012-2013-00642, 2050012-2013-00643, 2050012-2013-00644.